Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported that the insulin pump was malfunctioning. Customer reported a constant tone during basal. Customer also stated that the buttons on the insulin pump are unresponsive. Customer's current blood glucose reading is 157 mg/dl. No further information reported.